Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an occlusion alarm that displayed on the screen. The pump was connected to a patient when the error/event occurred. Continuous infusion rate: 5.5ml/hr. Total reservoir volume: 256mls. Given: none. Air detector and upstream sensor were on. Length of infusion: 46hour. The pump was used to prime the extension tubing. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Corrected data: d4 UDI number. No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.